Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead exhibited high capture thresholds and could not be fixed. The physician repositioned several times and could not find a suitable position. The lead was not used and was replaced successfully. The patient was stable post procedure.